Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, concentric, de novo, mid and proximal left anterior descending that is 78% stenosed. Predilatation was performed prior to stenting. After deployment of a 2.5x23mm and 3.0x15mm xience v stent, during post dilatation, a side edge dissection occurred. A 3.0 x15mm xience v stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.